Manufacturer narrative:
(B)(6). Medical device expiration date: unknown, device manufacture date: unknown, investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® 9nc 0.109m plus blood collection tubes underfilled. The following information was provided by the initial reporter: "we have had a number of instances where the sodium citrate (blue top) tubes have been under filled. This has been raised by our phlebotomy staff and also laboratory staff that have identified under filled tubes once they arrive in ¿ lab."